Manufacturer narrative:
The device was received for evaluation. Review of the event history log revealed "improper shutdown" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device was found to have to depressed battery contact pins which can cause intermittent power connection when the device is used on battery power. The cause was identified to be depressed contact pins which requires the rear case to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had depressed battery contact pins. No additional information is available.